Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the clip jammed, it would not fire and then it spit out a couple of clips and then locked up. Unknown which firing this took place on. Case completed with another device of the same product code. There was no patient consequence.

Manufacturer narrative:
Sent 08/28/2006. Information anticipated, but unavailable at this time.